Manufacturer narrative:
This report is submitted on 27 march 2020.

Manufacturer narrative:
This report is submitted on december 10, 2019.

Event description:
Per the clinic, the patient vertigo, nausea and poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date and the patient was reimplanted with a new device during the same surgery.